Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a laser ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, the first laser fiber was broken. A second of the same device was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a third flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. The patient's condition was fine after the procedure.